Manufacturer narrative:
The initial medical device report was submitted (2938836-2015-04425). Lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that the device was explanted and replaced due to premature eri. The patient was in good condition post-procedure.